Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Device powered up properly after battery installation. No blank display noted during testing. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and unresponsive keypad. The customer¿s blood glucose level was 150 mg/dl. Customer also reported that the insulin pump alarmed replaced battery now alarm. Customer stated that the insulin pump received low battery alert prior to replaced battery now alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.